Event description:
Info rec'd indicates the head section is drifting down when weight is applied.

Manufacturer narrative:
The tech replaced the head motor and cleaned the head drive brake assembly to repair the bed.